Event description:
Mics end piece untwisted due to inner 3 screws coming loose, all bearings fell onto floor/sterile field/mayo stand. None identified in patient via xray. Case type: tha. Surgical delay: 15 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that mics end piece untwisted due to inner 3 screws coming loose, all bearings fell onto floor/sterile field/mayo stand. None identified in patient via xray. Product evaluation and results: as per work order (B)(4) and case number: (B)(4) the alleged failure mode was confirmed. 1. Unable to repair mics as with the new cable did not fix the issue. Disposition; (return to vendor)". Rtv reason: collar broken. Product history review: device history records indicate 25 devices were manufactured under lot: k09q5 and were accepted into final stock on 05/30/17. No non-conformance were identified during inspection. Complaint history review: a review of complaints related to parts in lot number: k09q5, p/n: 209063 shows 03 other complaint related to the failure in this investigation. The complaint: (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc: 1414517 and CAPA: 1450904.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics end piece untwisted due to inner 3 screws coming loose, all bearings fell onto floor/sterile field/mayo stand. None indentified in patient via xray. Case type: tha. Surgical delay: =15 minutes.